Event description:
This is a solicited case report received from a pharmacist in (B)(6) on (B)(6) 2016. It refers to a female patient of unspecified age who was involved in (B)(4). On (B)(6) 2016, an attempt to place essure inserts was performed with 3 essure inserts. First insert (lot he011f9): progression of delivery catheter was impossible due to obstacle related to hysteroscope. Second insert (lot he011f9): progression was stopped because delivery catheter broke. Hysterocope was changed. Third insert (lot d60144): progression was performed without difficulty on left side in ostium, until black positioning marker but release of the insert was impossible because thumbwheel was stuck. Full devices were kept. Device insertion failure was also reported. Confirmation was received that the 3 inserts mentioned were used for the same patient. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in (B)(4) as the delivery catheter broke in the second out of three attempts to place essure. The 3 inserts were kept. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and that it occurred during the insertion, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up information was received on 16-nov-2016. (B)(4). Patient's initials were provided. Date of insertion failure was reported as (B)(6) 2010 (previously reported as (B)(6) 2016). Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in essure (fallopian tube occlusion insert) generic reimbursement program as the delivery catheter broke in the second out of three attempts to place essure. The 3 inserts were kept. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and that it occurred during the insertion, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number d60144: production date 20-feb-2015 and expiration date 28-feb-2018; lot number he011f9: production date 12-nov-2015 and expiration date 28-nov-2018. As of 29nov the rqu has not received returned product for this case. This case is being processed as if no product will be returned. Based on complaint as reported the 2 cases for batch he011f9 are related to a difficulty due to hysteroscope having obstacle, its is not clear if by obstacle the physician refers to the essure device or something else, therefore at this moment we can not confirm a manufacturing quality defect. We conducted a review of the manufacturing batch records and confirmed final product testing for these lots were performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a micro-insert breaking and rollback difficulty are anticipated events and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device malfunction. Since no medical events were reported at this point in time, the assessment of a relationship with a quality detect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: correction following company internal review: narrative and insertion date were updated. On 16-dec-2016: the reporter confirmed that date of insertion failure was (B)(6) 2016 and not (B)(6) 2010. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in essure (fallopian tube occlusion insert) generic reimbursement program as the delivery catheter broke in the second out of three attempts to place essure. The 3 inserts were kept. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and that it occurred during the insertion, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information (essure device breakage questionnaire) has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Three devices were involved in this complaint (1 of batch number d60144; 2 of he011f9); the system 1 belongs to d60144. As received, for system 1, we visually inspected the returned device and we confirmed that all the components of the delivery catheter were present, the implant was not attached to the system, we detected the presence of external fluid on the device, IFU steps were initiated, no final rollback was executed and button was depressed, as part of the investigation the (rqu) completed the IFU steps and system worked correctly (the micro-insert was not attached to the system), we received a damaged micro-insert, it was stretched. All bonds were cured. In regards of visual inspection of the button, the thumbwheel, the rack, hypo-tube, and detent were in conformance with acceptance criteria per inspection process. We were unable to confirm any malfunction of the wheel or the device. System 2 and 3; no malfunction or difficulty using was reported for them however we visually inspected both devices and confirmed that all delivery catheter components were present, no micro-insert was returned; there was no damage on the catheters. IFU steps were initiated; no final rollback was performed. The final rollback was completed successfully by rqu. All bonds were cured; the critical dimensions of the delivery catheter were in conformance with acceptance criteria. No quality defect or device malfunction was confirmed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 6-feb-2017: correction: onset date of "device breakage" included in the narrative. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in essure (fallopian tube occlusion insert) generic reimbursement program as the delivery catheter broke in the second out of three attempts to place essure. The 3 inserts were kept. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and as it occurred during the insertion, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as it did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch nos. D60144 and he011f9) inserted. The report describes a case of device breakage ("with second insert, progression was stopped because delivery catheter broke"), the first episode of complication of device insertion ("with first insert, progression of delivery catheter was impossible due to obstacle in hysteroscope, with second insert, progression was stopped because delivery catheter broke"), the second episode of complication of device insertion ("device insertion failure") and the third episode of complication of device insertion ("with first insert, progression of delivery catheter was impossible due to obstacle in hysteroscope"). Other product or product use issues identified: device malfunction "with third insert, release of the insert was impossible because thumbwheel was stuck" on (B)(6) 2016 and device use issue "pqs: wrong technique in device usage process". On (B)(6) 2016, the patient had essure inserted and removed on an unknown date. A new essure was inserted on an unknown date. On the same day, the patient experienced device breakage, the first episode of complication of device insertion, the second episode of complication of device insertion and the third episode of complication of device insertion. At the time of the report, the device breakage and the last episode of complication of device insertion outcome was unknown. The reporter considered device breakage, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The relationship of the third episode of complication of device insertion to treatment with essure was not reported. The reporter commented: first insert (lot he011f9): progression of delivery catheter was impossible due to obstacle related to hysteroscope. Second insert (lot he011f9): progression was stopped because delivery catheter broke. Hysterocope was changed. Third insert (lot d60144): progression was performed without difficulty on left side in ostium, until black positioning marker but release of the insert was impossible because thumbwheel was stuck. Full devices were kept. Device insertion failure was also reported. Confirmation was received that the 3 inserts mentioned were used for the same patient. Lot number d60144, expiration dates 28-02-2018, manufacturing dates 20-02-2015. Lot number he011f9, expiration dates 28-11-2018, manufacturing dates 12-11-2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Event pqs: wrong technique in device usage process added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: no further information was provided despite follow up attempts. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in essure (fallopian tube occlusion insert) generic reimbursement program as the delivery catheter broke in the second out of three attempts to place essure. The 3 inserts were kept. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and as it occurred during the insertion, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as it did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.